Event description:
It was reported that a spectrum pump had no door shims. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no door shims, was confirmed through observation. Missing, broken or cracked direction of flow label would be considered a risk to patient safety. Directional flow door shims were replaced during the repair process.